Manufacturer narrative:
Added evaluation conclusions that were not included in the initial supplemental report in error. Additionally, the 510k number for this product is: k032257.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: testing confirmed that the keypad buttons were responsive to button presses. The keypad had no visible sign of damage. Contamination was present underneath the contacts of all buttons. Unrelated to the keypad complaint, the battery compartment was cracked. There was no issue with a loss of power and no evidence of moisture damage in the battery compartment.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the keypad was missing/peeling/torn and that the buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.